Manufacturer narrative:
In the returned state, the selox jt lead was destroyed. The lead had been capped 7 cm distal of the is-1 connector pin. Both fragments were available for analysis. During the analysis, damage to the insulation by friction was noted about 18.5 cm proximal of the tip electrode. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. An interaction with the partner lead should be considered as cause. The analysis did not find any indications of material defects or manufacturing errors for either the selox jt lead or the linox td lead.

Event description:
Ous MDR - after an implantation time of about 63 months, oversensing was reported. No deterioration of the patient's state of health was reported. The lead was explanted.